Event description:
On (B)(6) 2017 there was a battery voltage changed noticed. The device remained implanted. On (B)(6) 2017, the device alerted eos through home monitoring. The physician was alerted and was advised to explant the device.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos, detected on (B)(6) 2017. The device was implanted for (B)(6) and 16 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the depleted battery. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. During following analysis the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. In a next step, the battery was disconnected from the electronic module. The electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. A thorough investigation did not show any abnormality. All therapy functions were available and worked as expected. In particular, the current consumption was directly measured and proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed elevated heat dissipation. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly of the battery insulation damage within the battery was identified, which led to an elevated internal self-depletion and therefore contributed to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause of the clinical observation. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.